Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformance's were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor power of the air reamer/drill device was low power. It was determined that the device had low power, the rotor was damaged and there was excessive dirt internally. It was further determined that the issue was due to cleaning and lubrication failure. It was further determined that the device failed pretest for check power with test stand, minimum 190 watt(w) to 260 w. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.